Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the lcp medial proximal tibial plate occurred at the first proximal. The chemical composition of the lcp medial proximal tibial plate was tested. The plate was found to be made of pure titanium. The microstructure of the plate is in accordance with the synthes metallographic guideline. The chemical composition is in compliance with the international standards and the microstructure of the lcp medial proximal tibial plate is in compliance with the international standard astm f 67 for implants made of pure titanium. Hardness measurements were carried out using a vickers indenter an was found to corresponding to standards. The dimensions of the investigated lcp medial proximal tibial plate (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. Macroscopically the lcp medial proximal tibial plate showed some scratches and bending marks. Scanning electron microscope (sem) observations and findings showed that the plate failure was caused by fatigue and overload. No clinical information was provided. However, based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one sided). Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp medial proximal tibial plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is believed the plate broke when the patient was climbing the stairs on (B)(6) 2015. (B)(6). Part manufacture date: 11march2015. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm thick, ti lcp medial proximal tibia plates, was processed through the normal manufacturing and inspection operations without any non-conformances reported. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history records revealed the lots met all specifications without any non-conformances reported. The component lots met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications without any non-conformances reported. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that post-operatively a plate broke. The patient was originally implanted on (B)(6) 2015. On the (B)(6) 2015 the patient had a new surgery to remove the broken plate and implant a locking compression plate (lcp) proximal tibia plate. It is believed the plate broke when the patient was climbing the stairs on (B)(6) 2015; more than six weeks post operatively and post gradual recovery support operation. It was reported the patient had no serious lesions. This is report 1 of 1 for (B)(4).